Event description:
Per the clinic, the patient experienced an infection at the implant site and was hospitalized for a week (specific dates not reported). The patient was treated with antibiotics (type and duration not reported) and underwent a procedure (date not reported) to clean and rotate the skin flap. The infection recurred and the internal device was explanted (date not reported).

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted in the contralateral ear on (B)(6) 2015. This report filed february 17th, 2016.